Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was taken by paramedics to the hospital twice due to hypoglycemia. During the first event, the customer reported that her blood glucose reading was 19 mg/dl. During the second event, the customer reported that her blood glucose reading was 27 mg/dl. The customer's doctor stated that the programming on the insulin pump was not right, so he lowered her basal rates following the events. Troubleshooting was performed and found that the customer is practicing the proper priming technique. The displacement test passed. It was found that the customer manipulates the reservoir during use of the insulin pump. The customer was advised to always be disconnected from the insulin pump when handling the reservoir. Nothing further was reported.